Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the reported failure to be numerous in whisker growth from inside the electro magnetic interference shield and on the circuit side of the pcb under the shield.

Event description:
It was reported that the device would not power on. There was no report of any pt involvement associated with the event.